Manufacturer narrative:
Analysis was normal. No anomaly found.

Event description:
It was reported that premature battery depletion was suspected. The device was explanted and replaced. No consequences for the patient were reported.

Manufacturer narrative:
(B)(4).